Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the dilution vessel was dirty. The fse cleaned the sipper nozzle, dilution vessel, and the electrodes. He verified the instrument by performing ion-selective electrode checks, precision testing, calibration, qc, and patient comparisons successfully. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Patient 1's initial result was 150 mmol/l, and the repeat result was 141.4 mmol/l. Patient 2's initial result was 159.7 mmol/l, and the repeat result was 150.7 mmol/l. Patient 3's initial result was 141.5 mmol/l, and the repeat result was 132 mmol/l. Patient 4's initial result was 145 mmol/l, and the repeat result was 134.9 mmol/l. Patient 5's initial result was 146 mmol/l, and the repeat result was 138.8 mmol/l. The repeat results were deemed to be correct.